Event description:
A peritoneal dialysis (pd) patient's mother called technical services due to slow filling and supply bag line issues with the cycler. The patient did manual pd therapy while a replacement cycler was sent. The mother also reported that the patient had been admitted to the hospital for swelling and a final diagnosis of congestive heart failure due to too much retained fluid. The patient was treated as an inpatient at the hospital for three days. A follow up call was made to the patient's peritoneal dialysis nurse. The patient was admitted to the hospital on (B)(6)2015 for shortness of breath, fluid overload, pneumonia and heart failure. Medical records were requested.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the serial number of the cycler originally reported was incorrect. The serial number was not able to be obtained to date. It can't be ruled out that her cycler not working normally caused her to experience fluid overload and exacerbation of heart failure. Her pneumonia is highly unlikely to be related to device use and rather community based.

Event description:
Medical records were received from the patient's peritoneal dialysis clinic. According to the records, the patient had several days of dyspnea around the time her cycler appeared not to be working normally for past several days. Subsequently she was admitted to the hospital on (B)(6) 2015 and diagnosed with acute exacerbation of systolic heart failure and community acquired pneumonia. She was discharged from the hospital on (B)(6) 2015 to her home to continue with her therapy with new equipment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.